Event description:
Complainant alleged that during biomedical dept's routine testing and preventative maintenance of the device. The device displayed a dotted ECG base line on the monitor screen in all modes. The complainant indicated that there was no pt involvement in the reported failure.